Event description:
It was reported that the patient was admitted to the hospital, due to a pocket infection despite taking home antibiotics. The system was replaced after the infection cleared. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.